Manufacturer narrative:
A getinge service territory manager (stm) has advised that the customer is waiting on purchase order (po) approval from the facilities chief financial officer (cfo). At this time, getinge has not received a response from the customer regarding the status of approval. No repair has been performed at this time. A supplemental report will be submitted if this additional information is received. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). Evaluation not requested by complainant.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a blood back event.